Event description:
Initial report received from patient complaining of problems with the controls of their two device systems since one was replaced. Hcp reports that patient has a spinal cord stimulator at 2-4 cervical with an epidural paddle lead. Patient has experienced "lateral medullary syndrome-left side." A diagnostic CT angiogram showed c1-2 level left pica artery patency. A CT scan of the cervical spine and neurological exam were also performed - no results provided. Device was reported to be performing normally. Patient's left lateral medullary syndrome is improving with residual left sided numbness especially on leg. Patient has no weakness and pain control is good.